Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an inaccurate delivery issue. The reporter noted the pump¿s total daily dose basal delivery totals and basal history matched the active basal program, the bolus history and bolus delivery total in the total daily dose history matched, and all boluses were accurately recorded per the reporter. An air bolus was properly delivered and accurately recorded during troubleshooting. It was reported that the patient¿s blood glucose was between above 250mg/dl and below 500 mg/dl with no symptoms. The reported health event does not qualify as a serious injury. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 12/19/2014 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed the total daily dose history accurately reflected the user programmed basal rates and bolus deliveries. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test.